Event description:
Customer reports lancet does not retract after firing the softclix plus system. No accidental needle sticks reported. No adverse event reported. Requested return of suspect device and replacement was sent.